Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance on performing a pump reset from technical support, which resolved the issue, allowing the customer to successfully start their sensor session.